Event description:
It was reported that the staple was stuck when firing the manual gun. After changing to a new reload and a new stapler it happened again. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as (B)(6) 2022. Batch #675a75 additional information was requested the following was provided: during which firing stroke did the event occur? It occurred in the second stroke. 2. Did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? >> the device start to deploy staples and cut but could not be completed. 3. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? >> yes it was locked on the tissue with the jaws closed. The surgeon pressed the manual knife reverse switch , and fired the firing trigger. Then the device's jaw was opened and removed from the tissue. 4. Did the jaws eventually open? >> yes. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was received for analysis with no apparent damaged and with two gst60d reloads (b-c) present. The reloads were received partially fired 1/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.